Manufacturer narrative:
(B)(4) date sent: 6/09/2026 d4: batch #790d07. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received partially fired 2/3 and with damage on reload deck. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence and opened and closed without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The partially fired reload is consistent with an incomplete or interrupted cycle. The event described could not be confirmed as the device opened as expected. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished psee60a, with lot number a99327, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 790d07, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right hemicolectomy procedure, it was observed that the jaws of the stapler did not open and were blocked. They used the override manual to be able to open it. Another device was used to finish the anastomosis. There was no patient consequence nor surgical delay reported. No additional information was provided.